Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device event log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the device history record was performed. The device history revealed no abnormalities. The cause of the reported event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for multiple medical issues including a change in mental status and for dialysis. The patient was discharged from the hospital prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A service history review was performed and revealed no previous service history for this device. If additional relevant information is received, a supplemental medwatch will be filed.